Manufacturer narrative:
(B)(4). The analysis results showed that one ec60 device was returned with no visual non-conformances and with an ecr60w fully fired cartridge loaded on the device. In addition, the knife was not fully retracted, thus the device would not open. The knife was returned to the home position and the device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the first device didn't staple at all, wouldn't fire. Opened another device to complete the case. This device fired but would not open. The specimen is still in jaws of the device because the techs could not release. There were no patient consequences. They were able to complete this case with this device as firing sequence was completed account just couldn't open device.